Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse found a faulty plug connection to the video generator board. The plug connection was repaired and the error was eliminated. The error occurred again after a few hours and the fse then replaced the following parts: video generator board, the cable dc/ac inverter, the inverter board dc to ac and the keypad control to video receiver. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display had a malfunction. It had vertical stripes and sometimes the display was dark. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.